Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that ten minutes following placement of a smiths medical portex® ivory pvc, nasal, soft seal cuff tube a leak was noted. It was reported that further inflation of the cuff did not resolve the leak. Subsequently, the tube was changed out with no reported adverse patient effects.